Event description:
A customer reported that intermittent occlusion alarms occurred. There was no specific value provided, but it was displayed as "high." To address the high blood glucose levels, the customer administered a correction bolus using the pump. Customer cleared the alarm and resumed insulin delivery.